Event description:
It was reported that this was a closure of an unknown vessel using a starclose device. Reportedly, it was difficult to remove the starclose device. Safety release and access ports were activated; however, resistance was still felt when trying to remove the device. Ultrasound was used to confirm that the locator wings were collapsed and the device was removed with force. Hemostasis was achieved with the same clip. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- excessive force.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly force was required to do so than usual. It should be noted that the electronic starclose instructions for use (IFU), states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of the resistance has been determined. Excessive used to advance or torque the starclose device should be avoided as this may lead to significant vessel damage or breakage of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the difficulty removing the device from the anatomy include, but not limited to, device stuck on tissue or incorrect tissue track preparation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.